Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year and 13 days after implant placement. The bone quality was type I. The oral hygiene around implant site was moderate. Abnormal sensation around implant placement was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.